Event description:
During a 1-level l5/s1 procedure on a patient with isthmic spondy and highly sclerotic endplates at s1, the distal blade of the solus lumbar spacer did not deploy. The spacer remains confined within the disk space via supplemental fixation and one deployed blade.

Manufacturer narrative:
An evaluation of the suspect device cannot be performed. The implant remains securely anchored within the patients l5/s1 vertebral body. The indentifying part and/or lot numbers have not been provided. Upon the receipt of additional information a follow-up reported will be submitted. Instructions for use (ins-060); the alphatec solus anterior lumbar interbody fusion (alif) system is an intervertebral body fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. System implants are manufactured from implant grade polyetheretherketone (peek optima lt1), titanium (ti-6al-4v eli) anchoring blades and tantalum radiographic markers. The alphatec solus implant is intended for use with supplemental spinal fixation. Specifically, the alphatec solus implant is to be used with the alphatec's zodiac spinal fixation system, aspida anterior lumbar plating system, illico mis posterior fixation system, illico fs facet fixation system, or the bridgepoint spinous process fixation system. Indications: the alphatec solus anterior lumbar interbody fusion (alif) system is indicated for spinal fusion procedures in skeletally mature patients with degenerative disc disease (ddd) at one or two contiguous levels from l2 to s1. These ddd patients may also have up to grade 1 spondylolisthesis or retrolisthesis at the involved level(s). Ddd is defined as back pain of discogenic origin with degeneration of the disc confirmed by history and radiographic studies. These patients should be skeletally mature and have had six months of non-operative treatment. The alphatec solus implant is intended to be used with autograft. The device is intended for use with supplemental fixation that is in addition to the integrated blades. Warnings: 4.implant blades must be fully deployed into both vertebrae when implanted. Precautions 7. Bone density, quality, and/or stability may have adverse affects on the anchoring blades ability to be deployed or maintain purchase with the bone.